Event description:
It was reported that a flo-gard infusion pump experienced an f-38 alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device was serviced at the customer site and the sample was visually inspected and functionally tested. The reported condition of an f-38 alarm was confirmed via the event log. The cause of the reported condition was due to the right force sensing resistor (fsr's) being out of specification. To correct the issue the fsr's were replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.